Event description:
Adverse event(s): "eye collapse" (collapse). Product problem(s): "converted pressure from 35 mmhg to 1 mmhg and then to 35 mmhg" (pressure issue). The reporter stated that the eye collapsed during surgery when the pressure was converted from 35 mmhg to 1 mmhg and then the 35 mmhg. The customer discarded the samples. Additional info has been requested.

Manufacturer narrative:
The customer did not provide the component samples for evaluation by the manufacturing site. The lot number of the component is not known for this event, therefore, a lot history and device history records could not be reviewed. A definitive root cause could not be identified. (B) (4). (B) (4).